Event description:
Information received by medtronic indicated that the customer received multiple pump error alarm and experienced hyperglycemia. Customer was not able to clear the alarm. The customer also stated that the leak occurred during normal use. Customer stated that insulin pump was exposed to fluid. Troubleshooting was performed and later declined by the customer. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring: black. Device case type: ngp. Customer returned device for an alleged no motor movement or negligible movement. Retries to free a stuck motor failed., motor current error detected, exposure to moisture, and high blood glucose found on october 30, 2022. The device passed the self test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement or negligible movement. Retries to free a stuck motor failed. No motor movement or negligible movement. Retries to free a stuck motor failed. Was noted during rewind due to moisture damage on the electronic stack. Successfully downloaded history files and traces using thus. No motor movement or negligible movement. Retries to free a stuck motor failed. Was found on november 01, 2022 at 11:23:35.000 and motor current error detected was found on november 01, 2022 at 11:56:14.000. The device was cut open to perform visual inspection and found moisture damage on the keypad flex connector, electric board 1, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay, and keypad overlay texture damage. No motor movement or negligible movement. Retries to free a stuck motor failed. And motor current error detected were confirmed in the device history. No motor movement or negligible movement. Retries to free a stuck motor failed was noted during rewind due to moisture damage. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.